Event description:
It was reported that the patient presented in clinic for routine follow up post mitraclip procedure. It was observed that the left ventricular lead was dislodged during insertion of mitraclip procedure. The left ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies found.